Manufacturer narrative:
A lot number was not provided. No product was returned for investigation. The user facility stated that the cartridge luer and the catheter had been connected incorrectly by the healthcare professional. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food and drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report.

Event description:
A report was received on (B)(6) 2017 indicating that on (B)(6) 2017 a piece of a luer connection broke off in the catheter of an intensive care patient. The piece was retrieved from the catheter and therapy resumed. There was no adverse effect to the patient and no medical intervention was required.